Event description:
It was reported that the patient said that at night and with activity, their "heart rate feels like it's pounding". The patient also complained of their heart skipping a beat at times. The rate response has been turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.